Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set cannula was kinked event on 23-feb-2026. The insertion site was abdomen. The blood glucose level was upto 585mg/dl and the patient was treated with correction bolus via pump. No further information available.